Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
A company representative reported that a physician was unable to program a patient using her tablet programming system. He went to the office to troubleshoot the next day. He tested the 9v battery in the programming wand and the power light did not turn on, he then replaced the battery. When he tried to interrogate his demo generator, he received "unable to communicate" messages. He replaced the tablet serial cable and the issue resolved. The suspect serial cable was returned to the manufacturer for analysis. Product analysis was completed for the tablet serial cable. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.